Event description:
A pulsar-18 self-expandable stent system was selected for treatment of a mildly calcified lesion (85 percent stenosis degree) in the moderately tortuous medical sfa. After pre-dilatation with a passeo-18, the device was inserted and the stent was released. But according to the angiography, the stent was shortened about 1/3 to 100mm. It was decided to insert another pulsar-18 to finish the procedure.

Manufacturer narrative:
The complaint instrument was not returned for analysis. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, a video taken from the angiogram was reviewed. In the video provided, the distal end of a stent is shown. The poor quality of the video does not allow any statement with regards to a potential stent deformation. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.